Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30094127l number, and no internal action was found during the review. Concomitant product: lasso w/ auto ID; us catalog #: d7l1015ct; lot #: 30050032l; c3 external reference patch; us catalog #: crefp6; lot #: unknown; non biosense webster, inc. - abbott swartz transseptal sheath sl1, ref: 407439, lot: 6803834, expire- date: 2021-12-31; non biosense webster, inc. - abbott agilis sheath- small, ref:g408309, lot: 6738581; non biosense webster, inc. - abbott brk1 transseptal needle, ref: 407201, lot: 6749711, expire-date: 2021-09-30; carto system; us catalog #: unknown; serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a cardiac tamponade was confirmed. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium. Extended hospitalization (4 days) was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, he commented that the complication might occurred due to a steam pop. No error messages were observed on any biosense webster, inc. Equipment during the case. The ablation was performed at 50 watts. The catheter irrigation was set in low flow at 8 ml/min and in high flow at 15 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability that were used with the visitag module were stability min time 3s; stability max range 3mm. Force over time 25% min force 3g was used as an additional filter with the visitag module. The color option used prospectively was ablation index. The ablation index values included 400 rf,inf,pst; 500 rg, ant. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable the steam pop was assessed as not reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.